Event description:
A report was received that the pt is to undergo a lead and ipg revision due to a non-device related fall. The pt's system shows high impedances and reprogramming has been unsuccessful.